Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (4 mg/ml at 0.3 mg/day) via an implanted pump for an unknown indication for use. It was reported that the patient complained of a headache and stiff neck over the weekend and then they were admitted to the intensive care unit (ICU) on (B)(6) 2024 for possible meningitis and further evaluation. A lumbar puncture was done for cerebrospinal fluid (csf) on (B)(6) 2024 and as of (B)(6) 2024 the results were negative. The neurologist believed the patient had chemical meningitis from the morphine in their pump. The patient had no falls or injuries and the pocked incision was healed with no signs of infection. On (B)(6) 2024 the pump was put on minimum rate mode and the hcp removed the morphine from the pump reservoir and catheter and refilled the pump with pfns. On (B)(6) 2024 the hcp stated the patient's symptoms had improved with pfns. The issue was resolved at the time of the report. The patient's status was "alive-no injury". The patient's weight was asked but unknown. The patient's medical history consisted of chronic pain.